Manufacturer narrative:
The customer¿s report with an infusion of ciprofloxacin that did not infuse as expected could not be confirmed from the pcu event log. The pump module was not returned for investigation. Analysis of the pcu event log identified a ¿remote IV¿ was received for a secondary infusion of drug ID 143 (ciprofloxacin). The infusion parameters showed a rate of 200ml/hr. Vtbi 200ml. The vtbi was changed to 225ml shortly after the start of the infusion. The infusion completed in approximately 68 minutes. The calculated volume infused is 226.66ml. Using the dataset requested from the customer, the infusions were manually programmed on the pcu and test pump module. The pcu event logs were downloaded and confirmed drug ID 143 is ciprofloxacin, which is the incident medication reported by the customer.

Event description:
The customer reported that a ciprofloxacin infusion did not infuse as expected. The customer stated there was no patient harm.

Manufacturer narrative:
No device will not be returned by customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided by customer.

Event description:
The customer reported that a ciprofloxacin infusion did not infuse as expected and the device did not alarm. There was no harm.